Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call beep anomaly on their insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the beep anomaly was performed. Customer advised the device would beep and they were not sure the reason it would beep. Customer advised they pressed the snooze button and the beep anomaly recurred every three minutes.